Event description:
It was reported that during a sub total gastrectomy, the surgeon fired the device and tried to complete the anastomosis (gastroduodenostomy). After firing, there was difficulty removing the device. After several attempts, the device couldn't pull it out strongly because the surgeon was afraid to damage the tissue. Finally, the surgeon pulled out the device strongly, and found the tissue was not stapled, but was cut. The tissue was hand sewn. The surgeon observed the used device, unlocked it and the staples fell out. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.